Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to customer's blood glucose level. At the time of the report with tandem technical support, the issue resolved and no further troubleshooting was provided.